Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope was producing a blank video field and giving communication error e216 during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error b30 occurred and no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to fluid on plug unit, errors and image failure occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.